Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation; however, the lot number for device was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number.

Event description:
It was reported that during the treatment of an a-comm aneurysm, the coil detached without the use of the detachment controller while partially within the parent artery and the microcatheter. An lvis jr. Stent was used to place the coil remnant in the aneurysm successfully and without incident. No portion of the coil remained in the vessel. There was no reported adverse clinical sequelae.